Event description:
The suspect device results were 8.0 and 6.0 inr, versus lab inrs of 3.7 and 3.6 respectively. Controls were in range. Pts were treated per the lab inrs. The device was replaced and requested to be returned for evaluation.